Event description:
During the surgical procedure, the hospital experienced a number of power outages (due to thunderstorms). When the power was restored after one of the outages, the suction pump reportedly restarted itself in reverse. The perfusionist then stopped the suction pump. The hospital lost power two more times after this incident. This event did not repeat itself during the subsequent power outages. No patient injury has been reported as a result of this incident.